Manufacturer narrative:
There is no further information to report. This report will be updated if further information is received.

Event description:
Boston scientific received information that following a non cardiac related procedure this patient's pacemaker pacing went from 60 beats per minute to 130 beats per minute. The minute ventilation feature was programmed off and this resolved the issue. Boston scientific technical services was consulted and discussed that the device may have been reading off the hospital room equipment. There were adverse patient effects reported.